Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm, which was set to trigger below 72 mg/dl, did not sound when he became hypoglycemic. The customer was awoken from sleep by wife and was reportedly unable to self-treat, requiring treatment of juice and cookies by wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms did not go off. A visual inspection on the returned sensor was performed, no observations were made. The reported sensor was paired using a known good libre 2 reader and low glucose test was performed and placed returned sensor in simvivo test fixture and observed low glucose alarm sounded within 5 minutes. Then high glucose test was performed and observed the high alarm to sound within 5 minutes. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm, which was set to trigger below 72 mg/dl, did not sound when he became hypoglycemic. The customer was awoken from sleep by wife and was reportedly unable to self-treat, requiring treatment of juice and cookies by wife. There was no report of death or permanent injury associated with this event.